Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that approx 3 years post implant, the pump was exchanged add'l info was received that indicated that the pt had reoccurring low speed alarms and was admitted into the hospital for close monitoring. It was also reported that the low speed alarms would resolve upon the pt's position change and the pt felt a "bubbling sensation". The pump was exchanged 2 days later.

Manufacturer narrative:
The pt remains on lvas support with the replacement pump and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.